Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization and stated that the insulin pump was not delivering insulin. The blood glucose had gone up to 580 mg/dl. He stated that the next day, it dropped to 29 mg/dl. The blood glucose reading at the time of the report was 161 mg/dl. Customer reported that the drive support cap appeared normal. There were no leaks but there was an air bubble in the tubing. Customer stated that this may have been due to being disconnected for a while. Customer was advised to run a manual prime and stated that insulin did exit. He stated that the bolus wizard and basal rate settings were correct. Customer was not able to run a high pressure test. He was advised to remove the infusion set and stated that the cannula was bent and occluded and that the site was sore and irritated. Nothing further was reported.